Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had physical damage. The customer's blood glucose level was unknown at the time of the incident. Customer states that their reservoir compartment is broken. The insulin pump will be returned for analysis. No further details are given.